Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was giving alert 02 (low flow). It was determined that they had pads and simulator attached. Once the device was rebooted device alarmed of low reservoir. They stated that they did not add cleaning solution when filling the device. They were provided with price and part number of cleaning solution and a link to the manual to perform a functional verification correctly. They will call back if they had issues.

Event description:
It was reported that arctic sun device was giving alert 02 (low flow). It was determined that they had pads and simulator attached. Once the device was rebooted device alarmed of low reservoir. They stated that they did not add cleaning solution when filling the device. They were provided with price and part number of cleaning solution and a link to the manual to perform a functional verification correctly. They would call back if they had issues.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported is that functional verification was incorrectly performed. The reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. "Perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module 2) from the patient therapy selection screen, press the hypothermia button to display the hypothermia therapy screen. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. 4) use the up and down arrows to set the manual control water target temperature to 40°c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters/minute. 8) verify that the water temperature increases to 30°c. 9) press the stop button. 10) set the manual control water target temperature to 4°c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6°c. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window 15) power off the control module." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.